Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver had no audio output. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of no audio output could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4). Describe event or problem - additional. Device availability- additional. Additional information/device evaluation. Device evaluated by manufacturer - additional. Event problem and evaluation codes - additional.

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defects were found. The receiver was charged and rebooted. The receiver log was downloaded and evaluated with no related errors observed. A functional test was performed and it failed. A communication tool audio test was performed and it failed. A "try it" manual test was performed and failed. The receiver case was opened for an internal visual inspection and it failed, the speaker cable was not installed correctly at j4 connector main board. A speaker audio intermittent test was performed and the test failed. The speaker resistance was measured and it registered within specification. The reported event of no audio output was confirmed. The root cause is an assembly error.